Manufacturer narrative:
The troponin t reagent lot number was 72575601, with an expiration date of 30-nov-2024. The last calibration performed on 01-apr-2024 was acceptable. Upon review of the provided quality control data, some measurements were outside of the target range. The field service engineer determined the issue was related to a bad calibrator. The customer then successfully calibrated and ran controls; controls recovered within range. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The specific date of the event is not known, but was approximately on 01-apr-2024. The sample initially resulted in a troponin t value of 17 pg/ml. The result was questioned by a doctor. The sample was repeated on the same analyzer, resulting in a troponin t value of 6 pg/ml. The sample was also repeated on a second e 801 analyzer, resulting in a troponin t value of 8 pg/ml.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.